Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by resuming insulin and administering a bolus, later changing the infusion set and cartridge. There was no third-party assistance required. Reportedly, the customer continued to use the pump for insulin therapy.